Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion on the day of implant. It was also reported that on the same day, the lead dislodged and "wasn't working". The following day, the lead was functioning as normal. The lead remains in use. No further patient complications have been reported as a result of this event.